Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Gastric cancer [gastric cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastric cancer in a 75-year-old male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Co-suspect products included double salt dental adhesive cream (new poligrip sa) cream (batch number 4w3b, expiry date unknown) for denture wearer. Concurrent medical conditions included denture wearer. In 2012, the patient started new poligrip. On an unknown date, the patient started new poligrip sa. In 2019, an unknown time after starting new poligrip and new poligrip sa, the patient experienced gastric cancer (serious criteria gsk medically significant). On an unknown date, the patient experienced device use error. On an unknown date, the outcome of the gastric cancer and device use error were unknown. It was unknown if the reporter considered the gastric cancer to be related to new poligrip. It was unknown if the reporter considered the device use error to be related to new poligrip sa. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: in 2012, the patient had used new poligrip sa regularly for a long time. In 2019, the patient experienced gastric cancer (serious criteria gsk medically significant). On an unknown date, the patient wear his upper and lower dentures applying new poligrip sa 75 g every morning, but only the lower denture came off around 3 o'clock in the daytime. The patient applied again new poligrip sa to the lower denture only. No further information is expected.